Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and ten months post filter deployment, computed tomography revealed saddle embolus in the main pulmonary artery with the clot extended to both main pulmonary arteries as well as lower lobe and right middle lobe branches. Approximately four years later, patient presented to abdominal pain. Subsequent, computed tomography revealed infra renal inferior vena cava filter was in place. Therefore, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device expiry date: 08/2008.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava and the struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.